Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the charger/modem would not power on. Upon eval, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Additionally, the power supply connector was defective. The root cause for the defective power supply connector could not be positively identified. Root cause investigation including destructive testing is underway on devices exhibiting similar bga failures modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger would not power on.